Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt lower lip was burned by the head of a handpiece.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt's power lip was burned by the head of a handpiece. The pt was prescribed kenalog oralbase for burn. During product eval, low debris level was found in the handpiece. The bearings where gritty, the head was damaged and the back cap button sticks which lead to heating up the head of the handpiece.